Event description:
Same case as MFR's#: 6000093-2004-01132. Six days after a coronary drug eluting stenting treatment procedure, the pt returned with sub acute thrombosis and subsequently expired. In 2004, following the balloon angioplasty, the physician deployed a taxus express2 8.8% 2.50 x 16 mm drug eluting stent at 12 atms in a severe, 99% stenosis the mid-lad, adjacent to the origin of a small diagonal branch. There was 80-90% narrowing of the diagonal branch. The stenosis in the lad was reduced; there was no visible residual stenosis and the lad was widely patent. However, the diagonal was occluded following the placement of the taxus stent and despite attempts with multiple guidewires, this vessel was not accessible due to the stent/strut position in the lad. The physician then proceeded to treat an 80% irregular narrowing in the rca and 60% stenosis in the distal vessel, proximal to the pda. The rca was wired with a choice pt .014 guide wire which caused a significant dissection extending into the distal vessel. An area of intimal dissection was also noted in the proximal rca. Angioplasty was performed and three overlapping stents were placed; a pixel 2.5 x 28 mm; a zeta stents - 2.75 x 28 and an unknown 3.0 x 18 mm stent. Following this, the vessel was widely patent. Hemoglobin was 9.9 following the procedure; cpk peaked at 184, indicating minimal myocardial damage from the diagonal occlusion. The pt was discharged to home two days later on plavix 75 mg daily and aspirin twice a day. Pt presented to the e.r. In 4 days after chest pain; their EKG was consistent with an acute inferior infarction. Pt was transferred to another facility for treatment. On arrival to that hosp, pt was cold, clammy and lethargic with a blood pressure of 60/40. EKG rhythm strips suggested complete heart block. A temporary pacemaker was inserted, as well as an intra-aortic balloon pump. Angiography revealed complete occlusion of the stented portion of the rca with thrombus, as well as a large amount of thrombus in the stented portion of the lad, occluding the vessel. Pt was treated with reopro, ptca and additional stenting in the rca. During this procedure, pt required multiple drugs to support blood pressure and rhythm, as well as defibrillation and intubation. The intervention was successful in that flow was restored to the lad and rca. Despite this, the pt, having suffered simultaneous thrombosis in the stents in the lad and rca with significant damge to anterior and inferior myocardium and subsequent cardiogenic shock and heart block, the pt expired the same day. It was stated by the family that the pt had been taking their plavix.